Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault was confirmed via the submitted log files but was not reproduced during the evaluation of the returned heartmate 3 system controller, serial number (B)(6). On (B)(6) 2024 at 22:55:20, the log file captured driveline communication fault alarms due to comm a faults. On (B)(6) 2024 at 02:26:36, the alarms cleared but reactivated at 09:47:33 due to comm a faults. The alarms remained active until the driveline was disconnected at 14:57:26. The driveline communication fault alarms did not impact the controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The system controller underwent preliminary and functional testing and was able to operate a pump with no alarms active. The reported driveline communication fault alarms were unable to be reproduced during testing. The provided information indicated the driveline communication fault alarm was cleared on the heartmate system monitor. The system controller and modular cable were exchanged after the alarm reactivated. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use was available for use at the time of the event. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot all alarms, including driveline communication fault alarms. The heartmate 3 instructions for use, section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 instructions for use, section d, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient presented to the emergency room with a driveline communication fault on their system controller that had started 2 hours prior. The patient's pump was still running and displayed parameter information on both the system controller and system monitor. The alarm was able to be cleared from the system monitor due to it being transient. The alarm did not retrigger after clearing and the patient was instructed to contact team if alarm occurred again. Log files were sent for review. The event log file confirmed driveline comm a faults on 23jun2024. If the alarm returned it was recommended to replace both the controller and the modular cable. This alarm did not interfere with pump support to the patient. On (B)(6) 2024 while the patient was still admitted the driveline comm fault alarm retriggered at 10:00 am. The modular cable and controller were exchanged without issue. The driveline fault did not reoccur after exchange. The patient was to be evaluated for discharge if no other problems occurred.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.